Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular lead exhibited high pacing impedance. No intervention was performed. The patient was stable.